Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The device underwent power cycling and functional stress testing; however, the reported alarm was not detected. An internal inspection revealed no loose tubing or cables. During this inspection, debris was found on the flow screens, which were subsequently replaced as a precaution. The complaint is now closed as observed in device data. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "compressor fault-2001 " error message. Complainant indicated that there was no patient involvement in the reported malfunction.